Event description:
Surgeon's private assistant (nurse) was removing drain prior to pt's discharge from hosp. The drain broke during removal, leaving a portion in the pt. The pt had to return to surgery and undergo general anesthesia for removal of the retained portion of the drain.